Event description:
It was reported that the patient¿s ilet was dropped, resulting in a cracked case and screen, and the device was considered nonfunctional; a replacement was arranged and education was provided on shutting down the device, syncing data to the mobile app, returning the damaged unit with the included label, and completing standard startup on the replacement. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued diabetes management using the dexcom app or receiver while awaiting the replacement device. Investigation included customer-service troubleshooting and education, verification of shipping and return logistics, and review of device operability based on reported external damage. Investigation of this case revealed physical damage to the ilet housing and display, with inability to verify proper device function, consistent with user drop-related damage. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.